Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple altitude alarms during normal activity on land. The customer's blood glucose level was not impacted. The customer was able to successfully resume insulin delivery after these alarms. The customer reported that they would use long lasting insulin for insulin therapy.